Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25213. It was reported that the right atrial (ra) and right ventricular (rv) leads were found oversensing noise. Further evaluation noted that the oversensing of noise looked like lead issues. No changes were made. The patient has been stable.